Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with intravenous ciprofloxacin 1 gram (frequency and duration not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, ciprofloxacin remained on going and the patient was recovering. No additional information is available.